Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation did not confirm the reported external mod cable damage; the product was not returned for further investigation. No issues were reported after the event. From the information provided a root cause for the mod cable damage could not be determined through this analysis. The device history record for the mod cable was reviewed. No deviations from manufacturing or qa specifications were shown from the mod cable. The heartmate 3 instructions for use was available at the time of the event. Section 2, entitled ¿system operations¿, cautions do not twist, kink, or sharply bend the driveline which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten the cable. The heartmate 3 instructions for use section 8, entitled equipment storage and care¿, states damage to the redundant wires within the driveline may or may not be preceded by visible damage to the outer layer of the driveline. Driveline damage may be evidenced by the following: transient alarms due to short or open circuits, often associated with movement of the patient or the driveline. High pump power associated with reduced pump speed, as recorded in the system controller event log file. High pulsatility index (pi) and/or the need for frequent replacement of the system controller. Feelings of pump vibrations. Fluid leakage from the external portion of the driveline. Cessation of pumping. If you suspect a damaged driveline, please contact thoratec corporation for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the modular cable was also noted to be damaged with the entire length heavily taped. A modular cable exchange was requested. The event log file captured routine events throughout the log.